Manufacturer narrative:
Device eval: one used device was returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Implant date is an estimate. A follow up report will be submitted when the eval has been completed. Results pending completion of eval. Conclusions: conclusion not yet available- eval in progress.

Event description:
The user reported that the device developed a fibrin sheath that inhibited flow rates. The catheter had been in place for seven months. The fibrin sheath was visualized under fluoroscopy prior to device removal. A balloon angioplasty was performed to break up the fibrin sheath and a new device was placed. Specific implant date is unk. No harm or injury was reported.